Event description:
It was reported from (B)(6) that the attachment device was generating heat, vibrating, and making abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported conditions of the device generating heat, vibrating and making abnormal noise were not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of component damage was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).